Manufacturer narrative:
The customer reported that their central nurse's station (cns) powered down during patient use. The customer was able to get the cns back on once they plugged the device in directly into the wall. No harm or injury was reported. They will be sending their ups in for an exchange in order to mitigate this issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: a ups was used in conjunction with the cns, and is not the device that experienced failure. Attempts to obtain the following information were made, but not provided: ups: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) powered down during patient use.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) powered down while monitoring patients due to the failure of the uninterruptible power supply (ups). The customer was able to get the cns back up and running once the device was plugged directly into a wall socket. They sent the ups in to nihon kohden (nk) for an exchange to mitigate this issue. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: the reported issue does not require further investigation through CAPA process since the issue was caused due to the failure of a non-nk manufactured accessory device and was not due to the malfunction / deficiency of an nk device. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6.

Event description:
The customer reported that the central nurse's station (cns) powered down while monitoring patients due to the failure of the uninterruptible power supply (ups).